Event description:
Patient use. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation and dust contamination. The device has been scrapped. At this time, no further investigation can be performed.